Event description:
Customer reported that they received a suspected false positive result on (B)(6) 2022 when testing with cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(4), reader sn: (B)(4), lot: number 24346l). The individual followed up with 3 cue covid-19 tests for home and over the counter (otc) use on (B)(6) 2022 and received 3 negative results. No additional confirmatory tests were taken. The individual had no symptoms, customer has known exposure (roommate has covid-19). Cartridges have been stored at room temperature.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.